Manufacturer narrative:
.

Event description:
Update oct 18, 2017: legal medical records reviewed. Primary operative note (B)(6) 2012 indicates the patient received a right total hip replacement due to degrative joint disease, right hip. The procedure was completed without indication of complication by the surgeon. Post-op x-ray reveals a total right hip arthroplasty without hardware complication or fracture. Office note (B)(6) 2015 indicates the patient presented with right hip pain and difficulty ambulating. X-ray revealed right total hip prosthesis failure, broken prosthesis. Revision notes (B)(6) 2015 indicate the patient received a right total hip revision with right femur osteotomy due to fractured femoral stem, right total hip. Upon entering the joint, the surgeon indicates there was a small amount of bloody fluid and a little bit of metal staining in the capsular tissue that was removed. The acetabulum looked satisfactory, the proximal neck and femoral head were loose and were freed up and removed from the sleeve. The fracture was about a centimeter down from the sleeve. It appeared to have 2 different ages. The lateral side was darker color than the medial side of the fracture, perhaps suggesting it was initially cracked a quarter of the way. There was some scoring on the morse taper junction., indicating some wear of the sleeve junction. The fracture extended over medially in an oblique fashion and it was shiner there, suggesting it was a more recent age. The anterior femur was exposed by splitting the vastus lateralis and the window outlined and cut with an oscillating saw. The surgeon noted that trying to disimpact the stem was quite difficult; the stem was solid in the sleeve and the sleeve was solid in the bone. Eventually removing the stem was successful. Once removed, the window site was cleaned, replaced and fixed with 2 cables. The procedure was then completed without complication indicated by the surgeon. It is reasonable to attribute the metal staining and scoring of the morse taper junction as outcomes of the femoral stem fracture. Therefore, current reportability of only the femoral stem is appropriate. Updated on 11-14-2017.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: sep 12, 2017: litigation received. Litigation alleges spontaneous fracture of the srom stem and pain. Update oct 18, 2017. Legal medical records reviewed. Primary operative note (B)(6) 2012 indicates the patient received a right total hip replacement due to degrative joint disease, right hip. The procedure was completed without indication of complication by the surgeon. Post-op x-ray reveals a total right hip arthroplasty without hardware complication or fracture. Office note (B)(6) 2015 indicates the patient presented with right hip pain and difficulty ambulating. X-ray revealed right total hip prosthesis failure, broken prosthesis. Revision notes (B)(6) 2015 indicate the patient received a right total hip revision with right femur osteotomy due to fractured femoral stem, right total hip. Upon entering the joint, the surgeon indicates there was a small amount of bloody fluid and a little bit of metal staining in the capsular tissue that was removed. The acetabulum looked satisfactory, the proximal neck and femoral head were loose and were freed up and removed from the sleeve. The fracture was about a centimeter down from the sleeve. It appeared to have 2 different ages. The lateral side was darker color than the medial side of the fracture, perhaps suggesting it was initially cracked a quarter of the way. There was some scoring on the morse taper junction., indicating some wear of the sleeve junction. The fracture extended over medially in an oblique fashion and it was shiner there, suggesting it was a more recent age. The anterior femur was exposed by splitting the vastus lateralis and the window outlined and cut with an oscillating saw. The surgeon noted that trying to disimpact the stem was quite difficult; the stem was solid in the sleeve and the sleeve was solid in the bone. Eventually removing the stem was successful. Once removed, the window site was cleaned, replaced and fixed with 2 cables. The procedure was then completed without complication indicated by the surgeon. It is reasonable to attribute the metal staining and scoring of the morse taper junction as outcomes of the femoral stem fracture. Therefore, current reportability of only the femoral stem is appropriate. Updated 11-14-2017. / / investigation method: / / investigation summary:

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sep 12, 2017: litigation received. Litigation alleges spontaneous fracture of the srom stem and pain.